Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. A 3.00 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. A 6fr non-bsc guide extension catheter was also used, but still failed to cross the lesion. The stent was removed from the patient undeployed; however, it was noted that the stent was not on the delivery balloon and was later found in the touhy. Angioplasty was performed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr, 3.0 x 20mm stent delivery system (sds) was returned. The stent detached and separated from the sds. There was severe damage on one end of the stent, struts overlapping, distorted and bunched however, the first 3 struts on opposite end did not have any damage and the rest were slightly misaligned. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found several hypotube kinks along full length of catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed damage to the tip end. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. A 3.00 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. A 6fr non-bsc guide extension catheter was also used, but still failed to cross the lesion. The stent was removed from the patient undeployed; however, it was noted that the stent was not on the delivery balloon and was later found in the touhy. Angioplasty was performed and the procedure was completed. No patient complications were reported.